Event description:
The reporter called and alleged discrepant results on two patients when compared to a lab. The reported device result was 4.5 and 6.8 inr. The corresponding lab result reported was 3.4 and 3.74 inr. Coumadin was held for each pt. The device was replaced and requested to be returned for evaluation.